Event description:
When turning the little screw in the expansion screw, to get an expansion screw, the screw driver broke resulting in a 30 minute surgical delay.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.